Event description:
Following successful implant of the excluder bifurcated endoprosthesis for repair of an abdominal aortic aneurysm, and excluder aortic extender was placed to achieve adequate proximal seal. Although the seal was adequate, the physician decided to place an aneurex cuff. The aneurex cuff landed high and covered both renal arteries. Thus, the pt was converted to open aaa repair. There was no allegation of deficiency made regarding any of the excluder devices used in this case.